Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had reading of 66 mg/dl in the morning and treated with food. The customer's current blood glucose was 133 mg/dl. The customer mentioned bent cannula, blood at site and issues with the serter. The customer also mentioned high reading of 400 mg/dl and treated with the pump. The insulin pump was not returned for analysis.